Manufacturer narrative:
The analysis results found that the device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually and straps were delivered properly. No damages were found on internal instrument components.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the absorbable straps were used. During an attempt to fire through mesh to affix to abdominal/intra-peritoneal wall, straps failed to penetrate mesh or tissue and upon removal straps fell from the device. There were no adverse patient consequences reported. No further information is available.